Event description:
A 49 yr old white g4p4 female status post bilateral subglandular inframammary gels (? Size, type) in 06-89 for augmentation. Notes decrease in size no history of trauma or changes in shape/texture except flatter. Arthralgias (positive am stiffness)/myalgias, paresthesias, adenopathy, fatigue, sleep disturbance, headache, visual changes, memory loss, sicca, shortness of breathe/cp, weight gain, g1 changes & miscarriage. Otherwise healthy. Left ruptured breast implant.